Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock in the shower. It was later determined that the right ventricular (rv) lead exhibited electromagnetic interference (emi) oversensing. The rv lead sensitivity was adjusted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst noted that emi noise oversensing of non-physiologic intervals causing inappropriate detection and shock were detected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419388 implantable pacing lead implanted: 2004 (B)(6); product ID d224trk cardiac resynchronization therapy defibrillator implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock in the shower. It was later determined that the right ventricular (rv) lead exhibited electromagnetic interference (emi) oversensing. The rv lead sensitivity was adjusted and remains in use. No further patient complications have been reported as a result of this event. 2014-(B)(6). It was further reported that the rv lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.